Event description:
It was reported that a patient underwent an endometrial thermal ablation procedure on(B)(6) 2013. The patient underwent a hysteroscopy and a dilation and curettage. The patient's cavity was intact. The catheter was primed to -203mmhg stable value. The titration was done. The pressure was stable at 185mmhg with 10cc of fluid. The controller was activated to start heating of the fluid. The therapy cycle started within 1 minute of heating. The cycle was stable for approximately 2 to 2.5 minutes and then the generator indicated a beep sound and the pressure dropped significantly. The controller was immediately turned off and the catheter and fluid were removed. The balloon remained intact. A laparoscopy was performed and the perforation was noted at the fundus area. There was no bowel perforation or bowel burn noted. The procedure was aborted due to the confirmed perforation and the patient was kept in the hospital and discharged on (B)(6) 2013. The current status of the patient was reported as doing well. The physician opined that the mirena contraceptive may have contributed to the thinning of the uterine wall and uterine perforation.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.